Event description:
During a revision procedure for loss of capture (loc), dislodgment was also observed the left ventricular (lv) lead. Diagnostic imaging was performed and dislodgment was confirmed. The lv lead was explanted and replaced to resolve event. The patient was stable with no consequences.